Manufacturer narrative:
The device was returned to olympus for inspection. The probe was broken at 13 millimeters (mm) from the distal end of the probe. Upon observing the surface of the fractured area, it was discovered that breakage of the probe started at the scratched area. Additionally, the tissue pads were worn out. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ultrasonic waves were output while the tissue was grasped at the tip of the grasping section, resulting in contact between the probe and the tissue pad at the rear end of the grasping section, causing the tissue pad to wear out. Wear of the tissue pad caused the gripper to come into contact with the probe. Contact marks were left as ultrasound was output while the gripper and probe were in contact. Cracks occurred starting from the contact marks as the load of the ultrasound output and grasping the tissue was applied to the probe. In addition, a probe damage error (u504) occurred. The probe was subjected to some load during transportation and broke. The event can be prevented by following the instructions for use which state: do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical instrument exhibited wear in the tissue pad and probe detachment. There was no patient involvement.